Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
The customer reported that following an rf ablation procedure, a burn was found at the pad site on the pt's back. Only one pad had been used. Pt info and degree of burn were not available.

Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 2.3 inr/1.77 inr. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were discarded, so no product will be returned for evaluation.